Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cardiac ablation procedure was completed for cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi), when the afr-00001 sphere 9 catheter was removed and a closure device was deployed, the patient went into a ventricular rhythm which deteriorated into ventricular fibrillation. The patient required electrical cardioversion. A heart catheterization was performed afterward and the patient showed clear coronary anatomy. It was noted that pulsed field ablation (pfa) was used for the pvi and pfa and rf (radiofrequency) was use on the cti line. No further patient complications have been reported as a result of this event.